Event description:
The patient reported experiencing blood glucose levels in the 30's and 40's. He is able to treat on his own with a snack and juice. The patient indicated that they occur in the morning, and are due to his job. The patient indicated that his job is very vigorous physical work. A review of the pump indicated that it is programmed correctly and all insulin is delivered as programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump information for the complaint date has been overwritten due to continued patient use. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates.